Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly however, insulin pump had moisture damage on keypad traces. The insulin pump was received with minor scratches on display window, cracked display window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. A battery was inserted multiple times and all operating currents are within the specification, no unexpected low battery, battery out of limit alarm or off no power alarm noted.

Event description:
It was reported that the insulin pump alarmed battery out limit after a battery change. The customer's blood glucose was 98 mg/dl. The alarm could not be cleared because the buttons were unresponsive. The discontinuation of the device was advised. Nothing further was reported.